Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint of the instrument tip breakage. The instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.150" x 0.667" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulleys. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the tip-up fenestrated grasper (part #470347-12 / lot #u11220708 0083) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on 16-sep-2022 on system sk0152. The alleged instrument had 3 uses remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was found to have a broken tip. There was no report of patient involvement and no report of fragment fell inside the patient. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional patient/event information. However, no further details have been received as of the date of this report.